Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/hurting her/pain which was ¿constant" and "really bothering"") and genital haemorrhage ("irregular bleeding/ not bleeding right") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (operative laparoscopy, bilateral essure removal by salpingectomy on (B)(6) 2017, surgically extracted). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, weight decreased, alopecia, fatigue, migraine, teeth brittle and vaginal infection had resolved and the abdominal pain and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, teeth brittle, vaginal infection and weight decreased to be related to essure. The reporter commented: before essure, plaintiff's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. The operative report noted complete essure coils from the right and left fallopian tube were removed but the fallopian tubes were not removed. Unfortunately, plaintiff's symptoms did not resolve after the extraction of the essure coils as she continued to treat for abdominal/stomach pain due to a possible retained coil(s) or fibers. She was currently scheduled to undergo another surgery on or about (B)(6) 2018, as her treating physician believes a portion of the coil remains surgically implanted and/or has migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received: reporter information, patient¿s demographic information, relevant history updated. Event abdominal pain upper was newly added, outcome of event abdominal pain was not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two partially y uncoiled metallic wires, the smaller segment measures 2.1 cm and the longer segment measures approximately 10 cm in the uncoiled state') and pelvic pain ('pelvic pain/hurting her/pain which was ¿constant" and "really bothering"') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, abnormal uterine bleeding, peritoneal hernia, adenomyosis uteri, uterine enlargement, dysuria and burning sensation. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ not bleeding right/ abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral essure removal by salpingectomy and operative laparoscopy, bilateral essure removal by salpingectomy on (B)(6) 2017, surgically extracted). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dyspareunia, weight decreased, alopecia, fatigue, migraine, teeth brittle and vaginal infection had resolved and the abdominal pain and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, teeth brittle, vaginal infection and weight decreased to be related to essure. The reporter commented: before essure, plaintiff's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. The operative report noted complete essure coils from the right and left fallopian tube were removed but the fallopian tubes were not removed. Unfortunately, plaintiff's symptoms did not resolve after the extraction of the essure coils as she continued to treat for abdominal/stomach pain due to a possible retained coil(s) or fibers. She was currently scheduled to undergo another surgery on or about (B)(6) 2018, as her treating physician believes a portion of the coil remains surgically implanted and/or has migrated. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: gross description: specimen "a": two partiall y uncoiled metallic wires, the smaller segment measures 2.1 cm and the longer segment measures approximately 10 cm in the uncoiled state. The surface of the longer wire also shows some focal reddish-tan discoloration, probably tightly adherent scar tissue or dried blood. It ranges in diameter from less than 0.1 to 0.75 cm. Specimen "b": partially uncoiled metallic wire resembling the one described above. In the uncoiled state, it measures 15 cm in length. It also shows some reddish-gray discoloration, probably tightly adherent scar tissue or dried blood. It ranges in diameter from less than 0.1 to 0.75 cm in diameter. This component is also photographed.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient middle name, dob, medical history added. Event added: device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two partially y uncoiled metallic wires, the smaller segment measures 2.1 cm and the longer segment measures approximately 10 cm in the uncoiled state') and pelvic pain ('pelvic pain/hurting her/pain which was ¿constant" and "really bothering"') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, abnormal uterine bleeding, peritoneal hernia, adenomyosis uteri, uterine enlargement, dysuria and burning sensation. Concurrent conditions included general anesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ not bleeding right/ abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral essure removal by salpingectomy and operative laparoscopy, bilateral essure removal by salpingectomy on (B)(6) 2017, surgically extracted). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, dyspareunia, weight decreased, alopecia, fatigue, migraine, teeth brittle and vaginal infection had resolved and the abdominal pain and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, device breakage, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, teeth brittle, vaginal infection and weight decreased to be related to essure. The reporter commented: before essure, plaintiff's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. The operative report noted complete essure coils from the right and left fallopian tube were removed but the fallopian tubes were not removed. Unfortunately, plaintiff's symptoms did not resolve after the extraction of the essure coils as she continued to treat for abdominal/stomach pain due to a possible retained coil(s) or fibers. She was currently scheduled to undergo another surgery on or about (B)(6) 2018, as her treating physician believes a portion of the coil remains surgically implanted and/or has migrated. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: gross description: specimen "a": two partiall y uncoiled metallic wires, the smaller segment measures 2.1 cm and the longer segment measures approximately 10 cm in the uncoiled state. The surface of the longer wire also shows some focal reddish-tan discoloration, probably tightly adherent scar tissue or dried blood. It ranges in diameter from less than 0.1 to 0.75 cm. Specimen "b": partially uncoiled metallic wire resembling the one described above. In the uncoiled state, it measures 15 cm in length. It also shows some reddish-gray discoloration, probably tightly adherent scar tissue or dried blood. It ranges in diameter from less than 0.1 to 0.75 cm in diameter. This component is also photographed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/hurting her/pain which was ¿constant" and "really bothering"") and genital haemorrhage ("irregular bleeding/ not bleeding right") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (operative laparoscopy and bilateral essure removal by salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia, weight decreased, alopecia, fatigue, migraine, teeth brittle, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, teeth brittle, vaginal infection and weight decreased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.